Manufacturer narrative:
The investigation determined that the customer inappropriately used the wrong lot of calibrator diluent fluids while calibrating for phyt slides. The calibrator kit instructions for use state that the user must use the corresponding diluent to reconstitute the lyophilized calibrators. The vitros 250 analyzer was operating as intended. User error was the cause of this event.

Event description:
A customer reported observing a falsely elevated phyt qc results. Results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.